Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer (fse) identified that mini drawer one had experienced drug spillage, which caused multiple failures and resulted in locked mechanisms. The fse replaced the mini drawer to restore proper functionality and ensure normal operation. The system functioned as intended after the field service engineer repaired the device.